Manufacturer narrative:
Correction: updating with physicians first name.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold and decreased sensing. Chest x-ray revealed dislodgement. The product was explanted and successfully replaced. There were no patient consequences.